Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent, the distal conductor of the lead was extrinsically over-rotated, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The lead was returned with blood on the helix and within the sleevehead, the helix bent, and the distal conductor distorted within the connector. It is likely that sometime during the attempted implant, the helix was extended, bent, and then became stuck within the sleevehead. The distal conductor was then over retracted in an attempt to retract the helix, at which time the distal conductor became distorted.

Event description:
It was reported that during the implant attempt, there was tortuous anatomy and the screw mechanism did not work properly on the right ventricular (rv) lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.